Manufacturer narrative:
Follow-up report will be filed when eval is complete.

Event description:
It was reported that during insertion, it was impossible to insert iab fully through sheath. Iab sheath were removed and new iab was inserted. There were no associated pt complications.